Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was around 110 mg/dl at the time of the incident. Customer reports that the pump has just stopped working, there was a beep and a message on screen and now the screen was blank. Customer had tried replacing battery with no effect. Pump was chipped around battery compartment on the threads. Customer was unsure of how this occurred. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. There was no indication if the insulin pump will be returned for analysis.